Manufacturer narrative:
The device was received for evaluation. During functional testing, the issue was unable to be reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported problem was found to be attributable to force sensor calibration reading out of specification. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion (25 psi) during an unspecified process step. There was no patient involvement. No additional information is available.